Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, the surgeon ask for a 40 mm locking screw and when the package was opened the wrong locking screw (50mm) was inside the box.